Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Medtronic complaint report:(B)(4). Additional information: (B)(4): dyspareunia. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was stress incontinence, cystocele and entero rectocele procedure: underwent anterior posterior colpoperineorrhaphy with enterocele repair, trans-obturator tape, pelvisoft anteriorly and posteriorly, suprapubic cystotomy under general anesthesia. Complications post placement: chronic pelvic and vaginal area pain as well as inflammation, severe pain during intercourse, vaginal scarring, additional surgical procedure and continued urinary incontinence. Also suffered psychologically and emotionally. Mesh revision surgery: (B)(6) 2008 - underwent revision of the dot graft, anterior colpoperineorrhaphy and also posterior revision of the graft under general anesthesia.